Event description:
Customer's wife reported that the customer had been experiencing high blood glucose and had been in the hospital. She stated that the insulin pump did not seem to be working correctly. It was determined that her husband was using an animus insulin pump at the time. The blood glucose reading was not given. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.